Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that door slide screws were found damaged and replacing the screws resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect screws have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the gantry of the imaging system would not open and was unable to perform image acquisitions. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.